Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: no evaluation results available at this time, device analysis in progress.

Manufacturer narrative:
Evaluation summary: device analysis determined that from the condition of the device, although residue was not clearly present, customer use was visible based on the observations made. Upon evaluation of the device, there was clear depression on the working length of the tube, close to the blue band at distal end of the device. This indicates that the patient may have bit on the tube inadvertently during procedure. None of the four electrode wires were found severely bent or damaged. One of the four wires was found slightly lifted / bent above the blue band. This may have occurred due to excessive customer handling / use of the device during procedure. Per drawing, ¿resistance of each lead is to be between 1.7 and 3.7 ohms.¿ blue leads measured 3.1¿ and 3.0¿, red leads measured 2.8¿ and 2.9¿. These readings meet specification per drawing. This indicated that the functionality of the device remained un-impacted. The complaint was confirmed and the most likely underlying cause of the issue is related with device misuse / mishandling.

Event description:
It was reported that the red and blue wires coming out of the tube are not close enough to the tube, there is a gap between out coming wires and the tube itself and that might cause problems to the patient when placing the tube or removing the tube out of the trachea (can cause scratches). There was no patient contact; the product is new and not used. Further clarification from a photo received from the complainant shows that the lead wires over the blue band just proximal to the tube cuff are slightly raised off of the band; there is no puncture seen in the photo, and there was no puncture mentioned in the complaint.

Manufacturer narrative:
Evaluation summary correction: upon evaluation of the device, there was clear depression on the working length of the tube, close to the blue band at distal end of the device. This indicates that the patient may have bit on the tube inadvertently during procedure. None of the four electrode wires were found severely bent or damaged. One of the four wires was found slightly lifted / bent above the blue band. Resistance readings were taken; readings are to be within ¿resistance of each lead to be between 1.7 and 3.7 ohms.¿ blue leads measured 3.1¿ and 3.0¿, red leads measured 2.8¿ and 2.9¿. These readings meet specification. This indicated that the functionality of the device remained un-impacted. The reported issue pertaining to gap in the electrode wire does not primarily impact the overall functionality of the device. Furthermore, this feature is also not a design specification requirement for the product. Although the reported complaint event was confirmed, the issue is related with user preference of the device, therefore most likely underlying cause of customer inquiry is selected for the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.